Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon was the width of a pad [device physical property issue] case narrative: consumer reported via phone that the tampon came out the width of a pad. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon was the width of a pad [device physical property issue]. Case narrative: consumer reported via phone that the tampon came out the width of a pad. No injury reported.